Manufacturer narrative:
Intuvie received a report indicating that the infusion pump failed to alarm for "air in line." No additional information was provided by the reporter. A review of the device's serial number history revealed no prior similar complaints. The device was not returned for evaluation; therefore, the failure mode could not be confirmed, and the probable cause remains undetermined. CAPA: zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that the infusion pump failed to alarm for "air in line." No additional information was provided by the reporter. No patient or user harm was reported.